Event description:
The customer reported via phone call that she had changed her battery last night and received a failed battery alarm. Customer's blood glucose was over 480 mg/dl. Customer is currently on injections. Customer treated with humalog injections and a back-up lantus. Customer ate and went to bolus but noticed that the battery was low. Customer tried to change the battery before she gave insulin. Customer tried 3 batteries and none of them worked. Customer uses energizer alkaline batteries. Customer also had a bad crack in the battery compartment threading on the pump that is preventing the battery cap from staying screwed on the pump. Customer stated that her belt clip also broke. Customer stated that she did not drop it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had currents within specification and no unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.